Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. No sample was returned. On the basis of the images provided for evaluation, it could be confirmed that the stent implanted in the sfa was twisted in the proximal section. The reported stent fracture could not be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. Reportedly, the tracking path was not tortuous or calcified and pre- and post-dilation of the lesion was performed. As reported, there were no difficulties during stent deployment and no irregularities of the stent strut structure were observed after stent release. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that a few days post implantation of the vascular stent for treatment of a dissection in the sfa via left femoral artery access, the patient represented to hospital complaining about pain. During examination, the vascular stent was found to be broken in the proximal third. An additional stent was placed for treatment. Reportedly, no difficulties in advancing the delivery system to the lesion site and during stent placement were experienced. As reported, the tracking path was not tortuous or calcified and pre and post-dilation of the lesion was performed. No irregularity of the stent strut structure was detected after stent deployment.